Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/080 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. Intraoperatively, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of this is event is reported as unknown.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical debris on the lens surface. Visual inspection found the haptic torn and bent. Claim#: (B)(4).